Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal dilaudid via an implantable pump for spinal pain. It was reported that the patient was in the emergency room (ER) due to getting too much narcotics. The hcp stated that the patient had nausea, vomiting, and dizziness. The hcp was requesting to have the pump turned down. Technical services provided contact information for the national answering service (nas) to reach the local mdt rep.